Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a patient family member that the patient heard an alert from the device and when it was "checked out", the patient was told it was caused by "magnetic electrical interference." The patient then had another device check because the alert occurred again and the patient stated also being "shocked." Follow-up was attempted with the physician's office however no additional information could be obtained. The device remains in use. No further patient complications have been reported as a result of this event.